Event description:
It was reported that the pt had hernia repair surgery done and subsequently, the ring broke. Pt was readmitted to a higher level hosp and has had further surgery done in regards to this matter.

Manufacturer narrative:
The mesh was not available for evaluation. Therefore, no conclusions can be drawn at this time. A follow up report will be sent if any additional info becomes available.